Manufacturer narrative:
Based on the analysis finding and the event descriptions, the report of failure/incomplete open at the distal end was confirmed, as the distal end of the braid was found partially opened with severely frayed. It is likely that the severe vessel tortuosity and vessel calcification may have contributed to the failure to open issue. The customer reported that the device was intended to be placed at a bend. However, it is not recommended to initiate deployment of the device on a bend. The damage to the braid on the distal end of the device is possibly the result of resheathing the device more than recommended two times. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may res ult in damage to the micro catheter, or the vessel. The system is designed to allow for 2 full cycles of resheathing of the embolization device. Resheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information. Should the reported device be receive for evaluation, additional information will be provided in a supplemental report. Related mdrs for this event: 2029214-2017-01244 2029214-2017-01245.

Event description:
Medtronic received information that a pipeline flex device failed to open at the distal segment during a flow diversion procedure. The device was used for treatment of a patient who had a small right internal carotid artery (ica) saccular aneurysm. The device was removed from the patient. New device was used for the treatment and procedure completed. No patient complications reported. The physicians attributed the pipeline flex failure to fully open to the tortuosity and clarification of the vessel.